Event description:
Describe event or problem: the balloon burst.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that the balloon burst during dilation of the femoral artery via hand injection at an unk pressure. The vessel was calcified. There were not adverse effects to the pt. The procedure was completed with another balloon catheter. The prod was rec'd for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days from receipt.